Event description:
The user facility reported a blood leak that occurred at the begining of dialysis treatment. During follow-up communication with the user facility, it was reported that they have had 2 additional occurrences of blood leaks during march. Each leak occurred at the beginning of dialysis treatment and involved dialyzers from the same lot. The dialyzers were discarded and the treatments were successfully completed using another dialyzer. The blood loss associated with change-out of each dialyzer was estimated to be between 50 and 100-cc. The user facility reported that there were no patient complications associated with these events.